Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 132 mg/dl back to back with a result of 342 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter indicated that she was no experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.